Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no anomalies. Review of the event history logs confirmed error code 1270 occurred during operation. Functional testing was performed but the reported issue could not be replicated. The root cause was determined to be a possible defective battery. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited error code 1270. It was unknown if there were any adverse patient effects.